Event description:
A surgeon reported a vitrectomy was performed on a pt undergoing cataract surgery. The relationship between this event and the intraocular lens is not known. More info is being sought.